Manufacturer narrative:
Technical services discussed how longevity is effected by therapy and device programming. Technical services referred the patient to their physician. The available information suggests this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had received four shocks since the device was implanted. The patient reported they passed out prior to each shock being delivered. The patient expressed concern that the battery was depleting prematurely due to therapy being delivered.